Manufacturer narrative:
Evaluation summary: operative notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. Based on the available information, a definitive root cause cannot be ascertained at this time. Evaluation: device history records indicate all components were manufactured and inspected to specification. Visual examination of the returned femoral component revealed deep gouges on the porous surface that are likely the result of removal. The articulating surface is stained and discolored. This is likely the result of sterilization processes after explantation. The distal and posterior aspect of the medial and lateral condyles exhibit heavy wear patterns that translate in the direction of articulation. This is likely due to contact with the tibial tray after the disassociation of the articular surface. The articular surface component displays heavy backside wear and the anterior locking lab is fractured off.

Event description:
It is reported that patient was revised due to the disassociation of the poly.